Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd an scs trial system, including a percutaneous lead, on (B)(6) 2011. Immediately postoperative, the pt was only feeling stimulation in one leg. An x-ray revealed the lead had moved. As the pt was satisfied with the stimulation she was feeling, the lead was not repositioned. Once at home, the pt began to feel severe pain from the stimulation and went back to the physician's office. The pt was reprogrammed and sent home. Over the course of the day, the stimulation became uncomfortable and the intense pain returned. The pt turned the stimulation off for the remainder of the trial. Despite the issues the pt encountered during the trial, she has decided to proceed with a permanent scs implant.